Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experienced a hyperglycemia. Customer blood glucose level at the time of incident was over 400 mg/dl and his current blood glucose level was 178 mg/dl. Customer declined for troubleshooting. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.